Manufacturer narrative:
(B)(4). Batch # 199a50 component code: (B)(4). The following information was requested, but not available. Could you please provide more details for "device stuck" did device stuck and would not fire? Or, if device stuck on tissue? If yes, please provide more details. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 1 driver up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. During the functional testing, the reload cannot be fired. The reload was disassembled to verify the condition of the internal components and one leg from the wedge knife assembly was noted to be broken no allowing fired the device. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. No conclusion could be reached as to what caused the damage to the wedge knife assembly. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: do not forcibly move the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when used the device didn¿t fire and stuck. After firing with the cartridge only two staples cam out. There were no patient consequences.